Event description:
It was reported that during the last month four surgeons missed the nail during distal locking of a short gamma3 nail. She further reported that finally they all succeeded in distal locking; however, both target devices used showed a crack and a sign of hammering.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.